Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the physician successfully placed both mesh leg assemblies into the patient's sacrospinous ligaments, but noticed that the mesh "was not in the correct position and did not support properly." The physician then removed the entire uphold device from the patient and began to re-implant it. At this time, it was noticed that the uphold device "had not retained its shape and appeared to be stretched." The entire uphold device was then discarded. The procedure was completed with another uphold vaginal support system without any further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B) (4) removal of malpositioned implant.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the physician successfully placed both mesh leg assemblies into the patient's sacrospinous ligaments, but noticed that the mesh "was not in the correct position and did not support properly." The physician then removed the entire uphold device from the patient and began to re-implant it. At this time, it was noticed that the uphold device "had not retained its shape and appeared to be stretched." The entire uphold device was then discarded. The procedure was completed with another uphold vaginal support system without any further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned uphold vaginal support system showed that there is bunching on the blue and white dilator. No defects were observed to the mesh. Visual analysis of the returned capio device showed that there was a crack on the gray handle. The probable root cause for this event was found to be operational context. The probable cause for the cracked capio handle was found to be shipping damage during transit from the hospital to boston scientific.